Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient provided their weight at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for degen disc disease/herniated disc pain and spinal pain. The reason for call was pt stated they charged their ins last night and when they stopped controller was 70%, ins was 90%. Pt then said this morning when they looked, the percentages were still the same and mentioned the screen said "stimulation is off". Pss asked, pt said the ins was not low or empty when they went to charge last night. Pss reviewed what the "stimulation is off" message meant and pt said no wonder they were in so much pain this morning and asked how to keep stim on overnight. The circumstances that led to the reported issue were asked but unknown. Pss reviewed how to turn stimulation back on using the top white on/off button. Pt confirmed stim turned back on and they were on group a. The troubleshooting steps that were taken on the call resolved the issue. Pss reviewed having to turn stimulation back on manually after charging if ins battery ever gets too low, and reviewed to monitor stimulation and follow up with hcp if they notice stimulation was turned off again (and ins had not gone low/emtpy before hand). Pss reviewed how groups and programs work with pt.